Event description:
Fracture occurred during inserting the stem on surgery. Additional procedure on cable wiring and inserting bone chips into the fracture location were done. The time of surgery was extended for 45 minutes. The stem has been implanted in patient.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.